Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing extreme pain following a trial lead insertion. The trial leads were removed the same day that they were implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial/lot#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits additional information was received that the pain was not procedure related. It was not known what caused the event. The patient did not receive any medical intervention.

Event description:
A report was received that the patient was experiencing extreme pain following a trial lead insertion. The trial leads were removed the same day that they were implanted.